Event description:
A nurse rec'd a significant electrical shock when she touched a pt bed and an IV pole with a IV infusion pump attached. This action resulted in an arcing spark to the IV pole. The pt was not shocked. The staff member rec'd no permanent harm. However, the event did result in significant risk. Completion of full investigation is pending a report from the MFR of the IV pump. Rptr is confident that the primary cause has been isolated to a leased bariatric bed-frame that was in use at the time. The item is from hill-rom, the burke triflex ii system bariatric bed frame. The power cord from the bed-frame can become entrapped between the frame and the hood unit, causing pinching damage to the power cord (photos available). Hill-rom is performing a complete evaluation of the unit in question for their quality reporting process. A forensic evaluation was also done on-site by abbott regarding any potential involvement of their IV pump. Even though the initial evaluation was normal, the unit was taken to the factory for a complete diagnostic.